Manufacturer narrative:
Product was not returned to manufacturer. No examination was performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling and failure to follow surgical technique. However, for the lack of information received from the reporter this hypothesis could not be validated, the cause for the event cannot be determined. The cause for the device disassembly is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause is unknown. If additional informations were received that allow to drawn a conclusion for this case. Another report will be sent.

Event description:
Mobi-c p and f us: disassembly. Lonely information received: "today we had an issue with the implant disengaging from the inserter". No information received that the implant was inserted. No impact on patient or surgery were communicated. Attempts have been made and no further information has been provided.